Manufacturer narrative:
Awareness date reported on follow up 2 report as september 24, 2018 but should have been november 21, 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is still implanted, therefore is unavailable for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A non-conformance search was performed for this part(210820), lot(l529140) combination and no non-conformance's were identified. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in future, this file will be re-opened, and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional information: subsequent follow-up with the reporter, additional information was received. It was reported that the suture bridge broke. The reporter was unable to see where it broke as it was impacted in the bone. It was reported that the surgeon was not off axis during surgery and it was not the same bone hole used to complete the procedure as the anchor was impacted into the bone. It was reported that the device was implanted to the hard stop and the knot was fully cinched when popped off the card. It was reported that the issue occurred during tensioning. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in (B)(6) that during an arthroscopic shoulder stabilisation procedure, the gryphon anchor device was implanted and upon pulling and tightening of sutures, the suture bridge within the anchor appeared to break as the sutures became free from the anchor. There was nothing to be done to rectify this as the anchor was fully implanted at this point so the surgeon had to place another anchor near it to compensate. This delayed the surgery by a few unspecified minutes. An additional anchor was required to overcome the problem and complete the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.